Manufacturer narrative:
The meter serial number is (B)(6). The product was requested for investigation. The test strip vial was returned with 0 remaining test strips. The meter was provided for investigation and was tested using retention strips (lot: 70302123 expiration date: 31-oct-2024) and retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Section e3: occupation is patient/consumer.

Event description:
On (B)(6) 2024 the patient allegedly suffered a stroke while she was sleeping at approximately 10:00 pm. The patient was unresponsive and unconscious and was taken to the hospital by paramedics. The patient was unconscious for several hours and she had a blood clot in a major artery in her brain. She was treated with a tnk-tpa injection but that did not dissolve the clot. She underwent surgery to remove the clot and regained consciousness after the surgery. The patient was released from the hospital on (B)(6) 2024 and is currently in stable condition. There was an allegation of questionable inr results for 1 patient with a coaguchek xs system compared to a laboratory result using an unknown method. On (B)(6) 2024 the meter result was 2.8 inr at 3:53 pm. The laboratory result was 1.3 inr. This was taken within 4 hours of the meter result. The patient¿s therapeutic range was 2.0-3.0 inr. The patient¿s testing frequency is bi-weekly.